Manufacturer narrative:
Pump received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement test or verify any unexpected alarms or alerts occurred due to no button response. Visual inspection shows that damage to lcd window is a scratch not a crack as reported by user. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 133 mg/dl. The customer stated that the device was dropped on the floor. The customer stated that there is crack on the display and it is readable. The customer stated that the drive support cap appears normal. Customer was advised that the device would be replaced and asked verbally and in written form to return the broken pump for analysis.